Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') in a 33-year-old female patient who had essure (batch no. 871972) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial biopsy on (B)(6) 2011, right lower quadrant pain, neoplasm, pelvic inflammatory disease, urinary tract infection, nausea, vomiting, diarrhea, fever, chills, dizziness, constipation, bleeding genital, hemoglobin low and multiparous. Previously administered products included for an unreported indication: oral contraceptive pills and antibiotics. Concurrent conditions included menometrorrhagia, chronic cervicitis, adenomyosis uteri and follicular cyst of ovary. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012 for menstrual irregularity as well as docusate sodium (colace) from (B)(6) 2012 to (B)(6) 2012, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2012 to (B)(6) 2012, ibuprofen since (B)(6) 2012, ketorolac tromethamine (toradol) from (B)(6) 2012 to (B)(6) 2012 and metronidazole from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with clonazepam, escitalopram and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved, the abdominal pain was resolving and the female sexual dysfunction, depression, anxiety, migraine, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted previously reported essure insertion date (B)(6) 2011. Current weight 149 lbs. Then placed bilaterally with 4 trailing coils on the right and 4 trailing coils on the left. Patient received treatment for:pain . Bleeding, pain , bleeding, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: device was successfully occluded. Total bilateral occlusion. The fallopian tubes were blocked. Pregnancy test urine - on (B)(6) 2011: negative. Ultrasound scan vagina - on (B)(6) 2011: showed the uterus measuring 9.5 x 5.3 x 5.7 cm, and no uterine masses were noted. The endometrium was normal. The ovaries were normal except for follicular cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter's information added.event: outcome were updated to recovered: pain . Bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') in a (B)(6) female patient who had essure (batch no. 871972) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial biopsy on (B)(6) 2011, right lower quadrant pain, neoplasm, pelvic inflammatory disease, urinary tract infection, nausea, vomiting, diarrhea, fever, chills, dizziness, constipation, bleeding genital, hemoglobin low and multiparous. Previously administered products included for an unreported indication: oral contraceptive pills and antibiotics. Concurrent conditions included menometrorrhagia, chronic cervicitis, adenomyosis uteri and follicular cyst of ovary. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012 for menstrual irregularity as well as docusate sodium (colace) from (B)(6) 2012 to (B)(6) 2012, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2012 to (B)(6) 2012, ibuprofen since (B)(6) 2012, ketorolac tromethamine (toradol) from (B)(6) 2012 to (B)(6) 2012 and metronidazole from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychatric problems condition: depression"), anxiety ("psychological or psychatric problems condition: anxiety and mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with clonazepam, escitalopram and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved, the abdominal pain was resolving and the female sexual dysfunction, depression, anxiety, migraine, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted previously reported essure insertion date (B)(6) 2011. Current weight (B)(6) . Then placed bilaterally with 4 trailing coils on the right and 4 trailing coils on the left. Patient received treatment for:pain . Bleeding, pain , bleeding, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2011: device was successfully occluded. Total bilateral occlusion. The fallopian tubes were blocked.. Pregnancy test urine - on (B)(6) 2011: negative.. Ultrasound scan vagina - on (B)(6) 2011: showed the uterus measuring 9.5 x 5.3 x 5.7 cm, and no uterine masses were noted. The endometrium was normal. The ovaries were normal except for follicular cysts.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter's information added.event: outcome were updated to recovered: pain . Bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') in a (B)(6) year old female patient who had essure (batch no. 871972) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial biopsy on (B)(6) 2011, right lower quadrant pain, neoplasm, pelvic inflammatory disease, urinary tract infection, nausea, vomiting, diarrhea, fever, chills, dizziness, constipation, bleeding genital, hemoglobin low and multiparous. Previously administered products included for an unreported indication: oral contraceptive pills and antibiotics. Concurrent conditions included menometrorrhagia, chronic cervicitis, adenomyosis uteri and follicular cyst of ovary. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012 for menstrual irregularity as well as docusate sodium (colace) from (B)(6) 2012 to (B)(6) 2012, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2012 to (B)(6) 2012, ibuprofen since (B)(6) 2012, ketorolac tromethamine (toradol) from (B)(6) 2012 to (B)(6) 2012 and metronidazole from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with clonazepam, escitalopram and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted previously reported essure insertion date (B)(6) 2011. Current weight (B)(6). Then placed bilaterally with 4 trailing coils on the right and 4 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: device was successfully occluded. Total bilateral occlusion. The fallopian tubes were blocked. Pregnancy test urine on (B)(6) 2011: negative. Ultrasound scan vagina on (B)(6) 2011: showed the uterus measuring 9.5 x 5.3 x 5.7 cm, and no uterine masses were noted. The endometrium was normal. The ovaries were normal except for follicular cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs and mr received case becomes incident. New events abdominal pain, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, anxiety and mental anguish, migraines / headaches, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse) were added. Outcome of pelvic pain updated to recovering from unknown. Product information lot number, indication and removal date were added. Insertion date was updated. Patient information date of birth and height were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') in a 33-year-old female patient who had essure (batch no. 871972) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial biopsy on (B)(6) 2011, right lower quadrant pain, neoplasm, pelvic inflammatory disease, urinary tract infection, nausea, vomiting, diarrhea, fever, chills, dizziness, constipation, bleeding genital, hemoglobin low and multiparous. Previously administered products included for an unreported indication: oral contraceptive pills and antibiotics. Concurrent conditions included menometrorrhagia, chronic cervicitis, adenomyosis uteri and follicular cyst of ovary. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012 for menstrual irregularity as well as docusate sodium (colace) from (B)(6) 2012 to (B)(6) 2012, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2012 to (B)(6) 2012, ibuprofen since (B)(6) 2012, ketorolac tromethamine (toradol) from (B)(6) 2012 to (B)(6) 2012 and metronidazole from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with clonazepam, escitalopram and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved, the abdominal pain was resolving and the female sexual dysfunction, depression, anxiety, migraine, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted previously reported essure insertion date (B)(6) 2011. Current weight 149 lbs. Then placed bilaterally with 4 trailing coils on the right and 4 trailing coils on the left. Patient received treatment for:pain . Bleeding, pain , bleeding, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: device was successfully occluded. Total bilateral occlusion. The fallopian tubes were blocked.. Pregnancy test urine - on (B)(6) 2011: negative.. Ultrasound scan vagina - on (B)(6) 2011: showed the uterus measuring 9.5 x 5.3 x 5.7 cm, and no uterine masses were noted. The endometrium was normal. The ovaries were normal except for follicular cysts.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Lot number:871972 manufacturing date: 2011-06 expiration date:2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') in a 33-year-old female patient who had essure (batch no. 871972) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial biopsy on (B)(6) 2011, right lower quadrant pain, neoplasm, pelvic inflammatory disease, urinary tract infection, nausea, vomiting, diarrhea, fever, chills, dizziness, constipation, bleeding genital, hemoglobin low and multiparous. Previously administered products included for an unreported indication: oral contraceptive pills and antibiotics. Concurrent conditions included menometrorrhagia, chronic cervicitis, adenomyosis uteri and follicular cyst of ovary. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012 for menstrual irregularity as well as docusate sodium (colace) from (B)(6) 2012 to (B)(6) 2012, hydrocodone bitartrate; paracetamol (vicodin) from (B)(6) 2012 to (B)(6) 2012, ibuprofen since (B)(6) 2012, ketorolac tromethamine (toradol) from (B)(6) 2012 to (B)(6) 2012 and metronidazole from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychatric problems condition: depression"), anxiety ("psychological or psychatric problems condition: anxiety and mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with clonazepam, escitalopram and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted previously reported essure insertion date (B)(6) 2011. Current weight 149 lbs. Then placed bilaterally with 4 trailing coils on the right and 4 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: device was successfully occluded. Total bilateral occlusion. The fallopian tubes were blocked.. Pregnancy test urine - on (B)(6) 2011: negative.. Ultrasound scan vagina - on (B)(6) 2011: showed the uterus measuring 9.5 x 5.3 x 5.7 cm, and no uterine masses were noted. The endometrium was normal. The ovaries were normal except for follicular cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.